Event description:
After an implantation time of 10 days this patient experienced syncope. The lead was successfully replaced.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specification. The analysis did not reveal any sign of a material or manufacturing problem.